Manufacturer narrative:
The loaner handpiece has been received at the manufacturer for testing. An evaluation will be conducted, and a follow-up report will be submitted if the results of the quality investigation require one.

Event description:
It was reported that the handpiece overheated at the blade mount during an on-site maintenance visit at the account. There was no pt injury or any adverse consequences reported.